Event description:
The customer stated that patient results for the bnp and ck-mb assays were going to exception due to final read errors generated by the architect analyzer. The customer then tested a known positive sample for the troponin-I assay (result of 3.2 ng/ml) and a false negative result of 0.01 ng/ml was generated. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The customer performed troubleshooting, including replacement of the pre-trigger solution, priming fluids, and inspecting trigger tubing. Abbott field service representative (fsr) determined the manifold kit valve was clogged and replaced it which resolved the issue. A product labeling review found the architect system operations manual and stat troponin-I reagent package insert contain adequate information for the described issue. Review of the instrument service ticket history did not identify any other issues that were a contributing factor to the current complaint. No adverse trend for the manifold kit valve was found. Based on the evaluation results, there was not enough information to reasonably suggest a malfunction had occurred and no systemic deficiency of the manifold kit valve was identified.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.